Event description:
On (B)(6) 2025, doctor (B)(6) reported to cas that on procedure ID #(B)(4), he had an anterior capsular tear nasally on capsular nub, and on procedure ID #(B)(4) an anterior tear on supranasal toric nub. Site is seeking review of procedures.

Manufacturer narrative:
Review of procedure #(B)(4) reveals greater than normal tissue reflectance on the anterior capsule. This underlying patient condition may have caused or contributed to an incomplete capsulotomy and subsequent capsular tear. Review of procedure #(B)(4) shows debris on the cornea. This debris could contribute to an incomplete capsulotomy and subsequent capsular tear. When removing a capsular button with possible adhesions it is recommended to pull perpendicular to the capsular edge. System functioned as designed. No further clinical follow-up required.